Event description:
Ventilator was alarming "low o2" changed out o2 analyzer in line. After the change, the ventilator still alarmed low o2 and could only supply 70% o2 at most and pt was on 80%. Had to switch out vent. Attempted an est and it failed at pressure relief valve test. Sent to biomed -out of service.